Event description:
Procedure: vats. Reportedly, the device was applied to the lung, but the sulu did not close properly on tissue because it slipped of the tissue. The surgeon fired the instrument, but there was not proper staple formation and the device did not properly close the tissue. The surgeon used a second sulu and had the same problem. There was no bleeding or leakage as a result of the poor stable formation and this fixed by converting to an open procedure and using and open stapler. The tissue was described as healthy and no reinforcement was used.